Event description:
It was initially reported that the patient experienced a withdrawal and symptoms of nausea and sweating. The patient's wife thought the symptoms began around the time the patient had a fall, in mid august, and also had a refill at that time. The patient experienced sensitivity around the pump site. An alarm was heard, but the patient's wife did not remember which alarm it was and she stated it stopped after the hcp refilled the pump. The patient's wife suspected it was empty reservoir alarm. Volume discrepancies had not been checked at that time. It was later reported a catheter kink was confirmed and the patient experienced an overdose during a normal refill cycle. The patient's wife reported the patient experienced multiple cycles of overdose followed by withdrawal symptoms. The patient went into "withdrawal" and then the pump went dry. The hcp did not do a catheter dye test at the time of refill. The patient experienced the same overdose and withdrawal symptoms again. The hcp refilled the pump again. The patient then went to see the current managing hcp and they did a catheter dye study which confirmed the catheter was kinked in a "couple places". As of the time of this report, the patient still had drug in his pump and was trying to get the catheter replaced but now the patient had a new insurance policy and were informed the insurance will not cover the replacement because it was a pre-existing condition. The patient's symptoms were near the catheter pathway. The patient's status was noted as fair. The patient's wife stated she believed the implanting hcp had a role to play in the catheter kink. It was later reported the patient experienced a change in therapy effect and as a result experienced increased baseline pain and chills. The drug, dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).